Event description:
Britetip sheath introducer was inserted but it did not go into the vessel smoothly. The device was removed from the patient and it was found the tip sheath was frayed. Another product (redifocus, terumo) was used and the procedure was completed without any other problem. According to the physician, the vessel around the puncture site was calcified and it was felt difficult to puncture the device. There was no adverse event and the patient is in stable condition. The target lesion was right external iliac artery. The patient's gender and age were unknown. There was heavy calcification and no vessel tortuosity, the rate of stenosis was 80%. Access was made from right femoral artery.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and is not related to a product quality issue.